Manufacturer narrative:
(B)(4). Although requested, device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.

Event description:
The customer reported the spo2 module was incorrectly reading o2 saturation levels while the pt was on a pca. The spo2 module alarmed repeatedly with saturation levels dropping to low 80's (83-84). The nurse started the pt on oxygent at 4 liters per minute with no improvement in oxygen saturation levels. The pt was in no distress at the time and was discharged on 07/08/2013. The alarm parameters for the spo2 module were set at 90% and the pause protocol was set to go off at less than 88%. The alaris spo2 sensor would lose signal and occasionally go to 88%. Two disposable masimo probes were used. One was not saved, the other will be sent to masimo for evaluation. The nurses used a dynamap spo2 probe and it gave readings of 94-95%. The customer wants to know what alarms occurred during the night of (B)(6) 2013 - (B)(6) 2013 and if there is a problem with the equipment. Although requested, no further pt or event details were provided.